Event description:
Rn,registered nurse, entered patient room and found the door to the lockbox securing the pca pump to be open and the syringe containing the narcotic to be empty. The narcotic syringe was changed, the lockbox door locked and double checked. The rn entered the patient room one hour later and found the pca lockbox door open again. The pca pump showed that 22 ml of narcotic should be in the syringe but there was only 4 ml remaining. Patient denied accessing pump and narcotics. The manufacturer was notified of difficulties with the lockboxes including cracking of the boxes, locking mechanisms popping out and that the lockboxes can be opened by applying pressure to the case without a key while in the locked position. The manufacturer promised to install enhancements for the lockbox in the near future. The incident described was the first known instance of a patient at the facility actually accessing narcotics.